Event description:
The lay user/pt contacted lifescan in 2007 and alleged that two lots of her one touch ultra test strips failed control solution tests. The medical affairs specialist was unable to reach the pt via phone after several attempts. A letter was sent to the address provided. The pt reported that the alleged issue first occurred about 3-4 weeks ago. She reported that she used 4 vials of test strips (3 were from 1 lot and 1 vial was from a different lot) and they fell high outside the control solution range. The two lot numbers were 2720917 and 2700033. The control results obtained were between 130-140 mg/dl., and the range was 93-124 mg/dl. The pt stated she increased her dose of insulin and oral medication, and also mentioned that she had experienced symptoms of being shaky, warm, and having shaky hands. It is not clear why the pt increased her medication doses. The pt reported tested on a backup meter with a result of 78mg/dl, however, it is not known when that test was performed. At the time of troubleshooting, it was verified that the meter was sent in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were in good condition and within the expiration/discard dates. The control solution was also correct and stored properly. This complaint is being reported because the pt claimed that control solution tests failed high outside the range with two lots of test strips. The pt claimed she increased her insulin dose after the alleged issue began and also reported experiencing symptoms suggestive of hypoglycemia after the issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
The second lot # of the reported test strips is 2700033. Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and , if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.